Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system upgrade procedure, a setscrew of the pulse generator would not loosen. A lead was damaged as a result. The system was successfully upgraded.